Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Product was not returned for evaluation/repair. Photo sample provided shows x-ray of catheter misplaced. However, complaint investigation and root cause determination could not be completed without physical evaluation of the unit.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It is reported that an event occurred with an ICU patient related to the biomedical equipment of the site rite 8 linear ultrasound. The patient is channeled without any new developments, but when moving forward, difficulties arise with the browser; which requires a restart of the equipment. It was seen that it was positioned in the cephalic region. The patient was positioned, apparently the equipment sensed that the catheter had lowered to the cavoatrial junction, but when a control x-ray was performed, it was evident that the catheter was positioned in the cephalic region. No other information provided, at this time.